Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room feeling pain. It was noted that the right ventricular (rv) lead was not capturing and exhibited intermittent sensing. The physician determined that the rv lead had dislodged and perforated. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.